Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 2070987. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, a thorough sample analysis could not be performed. The two (2) images provided only show the unit packaging information. Based on the limited investigation results, an exact cause could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter leakage occurred at the connector. There was nor report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: after puncture, a leak was observed between the pink connector and the silicone.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter leakage occurred at the connector. There was nor report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: after puncture, a leak was observed between the pink connector and the silicone.